Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube") and device expulsion ("migration of essure device location of device: uterus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included eugynon (alesse birth control) and intrauterine contraceptive device (iud nos) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), nausea ("nausea"), mood altered ("mood changes"), fatigue ("fatigue / tired"), asthenia ("no energy") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and rash pruritic ("itchy rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysgeusia ("weird taste in mouth"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and eye discharge ("vision/eye problems type: white discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal distension, nausea, mood altered, fatigue, asthenia, migraine, headache, rash pruritic, vaginal discharge, vision blurred, eye discharge and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, dysgeusia and urinary tract infection had resolved. The reporter considered abdominal distension, asthenia, bladder disorder, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye discharge, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, nausea, rash pruritic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: tubes were occluded . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- pain, abdominal pain, abnormal bleeding (vaginal/menorrhagia), weird taste in mouth, bladder problems, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bloating, nausea, mood changes, fatigue, tired, no energy, urinary tract infection, migraines, headaches, itchy rash, vaginal discharge, blurry vision, white discharge, weight gain, migration of essure device location of device: uterus, perforation fallopian tube(s). Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the left essure device was then seen at the cornua and carefully walking it with a forces,it was then removed in 2 pieces"), fallopian tube perforation ("perforation fallopian tube") and device expulsion ("migration of essure device location of device: uterus/malposition of essure device location of device: right coil was inside the uterine cavity") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, caesarean section, augmentation mammoplasty, irritable bowel syndrome, hypertension, anxiety, gravida I and parity 1. Previously administered products included for an unreported indication: macrobid, mirena and micronor. Concurrent conditions included overweight, loose stools, paraesthesia, abdominal pain, fatigue and genital bleeding. Concomitant products included () and intrauterine contraceptive device (iud nos) for birth control as well as clonazepam and lisinopril. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("nausea"), mood altered ("mood changes"), fatigue ("fatigue / tired"), asthenia ("no energy"), mood swings ("psychological or psychiatric problems condition mood swings"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and rash pruritic ("radhes or skin conditions typeitchy rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurry vision") and eye discharge ("vision/eye problems type: white discharge"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysgeusia ("weird taste in mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder problems,urinary problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, bladder disorder, abdominal distension, nausea, mood altered, fatigue, asthenia, headache, eye discharge, weight increased, mood swings, depression, anxiety and allergy to metals outcome was unknown, the menorrhagia, vaginal haemorrhage, dysgeusia, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, vaginal discharge and vision blurred had resolved and the rash pruritic was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, allergy to metals, anxiety, asthenia, bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye discharge, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, mood swings, nausea, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2012, (B)(6) 2012. Discrepancy in essure removal dates : (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: results: tubes were occluded; on (B)(6) 2013: total bilateral occlusion' no evidence of spillage of contrast following placement of essure. Pathology test - on (B)(6) 2014: left fallopian tube segment identified. 2. Right fallopian tube segment identified. Clinical history: right misplaced essure coil. Ultrasound pelvis - on an unknown date: right essure device inside the uterine cavity. Concerning the injuries reported in this case the following events were confirmed via patient's medical records :right essure device inside the uterine cavity(partial expulsion) most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : folllowing events were added : psychological or psychiatric problems condition mood swings, depression, anxiety,the left essure device was then seen at the cornua and carefully walking it with a forces,it was then removed in 2 pieces. Outcome of the event dysmenorrhea (cramping),vaginal discharge,blurry vision,dyspareunia, migraines was changed from unknown to recovered/resolved and outcome of the event rash was changed from unknown to recovering/resolving. Reporter information added.historical drugs added.concomitant conditions and products added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left essure device was then seen at the cornua and carefully walking it with a forces,it was then removed in 2 pieces'), fallopian tube perforation ('perforation fallopian tube'), device expulsion ('migration of essure device location of device: uterus/malposition of essure device location of device: right coil was inside the uterine cavity') and autoimmune disorder ('autoimmune inflammatory condition') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, caesarean section, augmentation mammoplasty, irritable bowel syndrome, hypertension, anxiety, gravida I and parity 1. Previously administered products included for an unreported indication: macrobid, mirena and micronor. Concurrent conditions included overweight, loose stools, paraesthesia, abdominal pain, fatigue and genital bleeding. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos for birth control as well as clonazepam and lisinopril. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("nausea"), mood altered ("mood changes"), fatigue ("fatigue / tired/always tired"), asthenia ("no energy"), mood swings ("psychological or psychiatric problems condition mood swings"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and rash pruritic ("rashes or skin conditions typeitchy rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurry vision") and eye discharge ("vision/eye problems type: white discharge"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysgeusia ("weird taste in mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder problems,urinary problems"), allergy to metals ("nickel allergy"), inflammation ("chronic inflammation"), erythema ("redness"), alopecia ("hair loss/thinning"), hyperhidrosis ("sweating/getting over heated"), disturbance in attention ("trouble concentrating"), dizziness ("dizzy"), balance disorder ("unbalanced"), tremor ("shaky hands"), discomfort ("pressure"), feeling hot ("getting over heated") and swelling ("swelling comes and goes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, autoimmune disorder, bladder disorder, abdominal distension, nausea, mood altered, fatigue, asthenia, headache, eye discharge, weight increased, mood swings, depression, anxiety, allergy to metals, inflammation, erythema, alopecia, hyperhidrosis, disturbance in attention, dizziness, balance disorder, tremor, discomfort, feeling hot and swelling outcome was unknown, the menorrhagia, vaginal haemorrhage, dysgeusia, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, vaginal discharge and vision blurred had resolved and the rash pruritic was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, autoimmune disorder, balance disorder, bladder disorder, depression, device expulsion, discomfort, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, eye discharge, fallopian tube perforation, fatigue, feeling hot, headache, hyperhidrosis, inflammation, menorrhagia, migraine, mood altered, mood swings, nausea, rash pruritic, swelling, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2012, (B)(6) 2012. Discrepancy in essure removal dates : (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes were occluded; on (B)(6) 2013: total bilateral occlusion. No evidence of spillage of contrast following placement of essure. Pathology test - on (B)(6) 2014: left fallopian tube segment identified. 2. Right fallopian tube segment identified. Clinical history: right misplaced essure coil. Ultrasound pelvis - on an unknown date: right essure device inside the uterine cavity. Concerning the injuries reported in this case the following events were confirmed via patient's medical records :right essure device inside the uterine cavity(partial expulsion). Concerning the injuries reported in this case the following events were confirmed via social media: shaky hands, chronic inflammation, redness, hair loss/thinning, sweating/getting over heated, trouble concentrating, dizzy and unbalanced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: events: autoimmune disorder and swelling were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the left essure device was then seen at the cornua and carefully walking it with a forces,it was then removed in 2 pieces'), fallopian tube perforation ('perforation fallopian tube') and device expulsion ('migration of essure device location of device: uterus/malposition of essure device location of device: right coil was inside the uterine cavity') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, caesarean section, augmentation mammoplasty, irritable bowel syndrome, hypertension, anxiety, gravida I and parity 1. Previously administered products included for an unreported indication: macrobid, mirena and micronor. Concurrent conditions included overweight, loose stools, paraesthesia, abdominal pain, fatigue and genital bleeding. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos for birth control as well as clonazepam and lisinopril. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("nausea"), mood altered ("mood changes"), fatigue ("fatigue / tired/always tired"), asthenia ("no energy"), mood swings ("psychological or psychiatric problems condition mood swings"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and rash pruritic ("radhes or skin conditions typeitchy rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurry vision") and eye discharge ("vision/eye problems type: white discharge"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysgeusia ("weird taste in mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder problems,urinary problems"), allergy to metals ("nickel allergy"), inflammation ("chronic inflammation"), erythema ("redness"), alopecia ("hair loss/thinning"), hyperhidrosis ("sweating/getting over heated"), disturbance in attention ("trouble concentrating"), dizziness ("dizzy"), balance disorder ("unbalanced"), tremor ("shaky hands"), discomfort ("pressure") and feeling hot ("getting over heated"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, bladder disorder, abdominal distension, nausea, mood altered, fatigue, asthenia, headache, eye discharge, weight increased, mood swings, depression, anxiety, allergy to metals, inflammation, erythema, alopecia, hyperhidrosis, disturbance in attention, dizziness, balance disorder, tremor, discomfort and feeling hot outcome was unknown, the menorrhagia, vaginal haemorrhage, dysgeusia, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, vaginal discharge and vision blurred had resolved and the rash pruritic was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, balance disorder, bladder disorder, depression, device expulsion, discomfort, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, eye discharge, fallopian tube perforation, fatigue, feeling hot, headache, hyperhidrosis, inflammation, menorrhagia, migraine, mood altered, mood swings, nausea, rash pruritic, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2012, (B)(6) 2012. Discrepancy in essure removal dates : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes were occluded; on (B)(6) 2013: total bilateral occlusion' no evidence of spillage of contrast following placement of essure. Pathology test - on (B)(6) 2014: left fallopian tube segment identified. 2. Right fallopian tube segment identified. Clinical history: right misplaced essure coil. Ultrasound pelvis - on an unknown date: right essure device inside the uterine cavity. Concerning the injuries reported in this case the following events were confirmed via patient's medical records :right essure device inside the uterine cavity(partial expulsion). Concerning the injuries reported in this case the following events were confirmed via social media: shaky hands, chronic inflammation, redness, hair loss/thinning, sweating/getting over heated, trouble concentrating, dizzy and unbalanced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new events shaky hands, chronic inflammation, redness, hair loss/thinning, sweating/getting over heated, trouble concentrating, dizzy and unbalanced were added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the left essure device was then seen at the cornua and carefully walking it with a forces,it was then removed in 2 pieces"), fallopian tube perforation ("perforation fallopian tube") and device expulsion ("migration of essure device location of device: uterus/malposition of essure device location of device: right coil was inside the uterine cavity") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, caesarean section, augmentation mammoplasty, irritable bowel syndrome, hypertension, anxiety, gravida I and parity 1. Previously administered products included for an unreported indication: macrobid, mirena and micronor. Concurrent conditions included overweight, loose stools, paraesthesia, abdominal pain, fatigue and genital bleeding. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos for birth control as well as clonazepam and lisinopril. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("nausea"), mood altered ("mood changes"), fatigue ("fatigue / tired"), asthenia ("no energy"), mood swings ("psychological or psychiatric problems condition mood swings"), depression ("psychological or psychiatric problems depression") and anxiety ("psychological or psychiatric problems anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and rash pruritic ("radhes or skin conditions typeitchy rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurry vision") and eye discharge ("vision/eye problems type: white discharge"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysgeusia ("weird taste in mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), bladder disorder ("bladder problems,urinary problems") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, bladder disorder, abdominal distension, nausea, mood altered, fatigue, asthenia, headache, eye discharge, weight increased, mood swings, depression, anxiety and allergy to metals outcome was unknown, the menorrhagia, vaginal haemorrhage, dysgeusia, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, vaginal discharge and vision blurred had resolved and the rash pruritic was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, allergy to metals, anxiety, asthenia, bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eye discharge, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, mood swings, nausea, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2012, (B)(6) 2012. Discrepancy in essure removal dates : (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubes were occluded; on (B)(6) 2013: total bilateral occlusion' no evidence of spillage of contrast following placement of essure. Pathology test - on (B)(6) 2014: left fallopian tube segment identified. 2. Right fallopian tube segment identified. Clinical history: right misplaced essure coil. Ultrasound pelvis - on an unknown date: right essure device inside the uterine cavity. Concerning the injuries reported in this case the following events were confirmed via patient's medical records :right essure device inside the uterine cavity(partial expulsion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.